Event description:
It was reported that during da vinci-assisted pleural decortication surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they were getting an integrated electrosurgical unit (iesu) a u-02 error frequently. The isi tse confirmed the u-02 error in the logs. Isi tse recommended doing a hard reboot on the iesu to see if the error would clear. The customer pulled the power cable from the iesu and rebooted the iesu 3 times, but the u-02 error returned after each reboot. The isi tse recommended swapping with their other vision tower if it was available or using a valley lab force triad. The site got valley lab force triad and continued with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error u-02 on the iesu. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint was confirmed based on the field evaluation/failure analysis.